Manufacturer narrative:
One cadd extension set was returned for analysis. The sample was visually inspected at a distance of 12" to 24" and normal conditions of illumination. No anomalies were found. The sample returned was tested using the hydrostatic vessel in order to detect any discrepancies that could affect the product functionality. Leakage was detected in filter. A review of the manufacturing process was conducted and no discrepancies were found. A review of the production floor was conducted, a sample of 32 units were taken in order to verify that all joins are properly adhered; no discrepancies were detected. Device history review: part number =21-7106-24. Lot number =3891179. Qty released=(B)(4) units. Mfg date=august 2019. Idr, dmr, or da=none per review of the DHR.

Event description:
Investigation completed on a smiths medical cadd extension set. A patient receiving ( "blincyto" provided by (B)(4) incoungered leaking around the air vent part of the filter. This occured 96 hours after infusing started. Patient has a PICC (a peripherally inserted central catheter). When assessing if leaking was coming from there by the doctor, no occlusion was observed. The PICC line had good blood return and was flushing. No patient injury was reported.